Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer answered the following: 1. Was the device reprocessed at customer site before the device was sent into the repair center? Yes, the device was reprocessed before it was sent to repair. The scope was having issues with the suction and I did mention it when I called for the RMA, that we were not able to get the channel brush through. My guess was that something was stuck in the suction port. 2. Was there any delay in the start of precleaning? There was no delay in precleaning. 3. Was water/detergent aspirated through the instrument/suction channel? Yes 4. Were there any abnormalities in the accessories used for reprocessing? If yes, please describe the defects. No. 5. Were the instrument channel, instrument channel port, and suction cylinder cleaned with a brush? Yes, 6. Are there any other concerns about the reprocessing? No. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use: "operation manual: 3.8 inspection of the endoscopic system: inspection of the suction function states methods of detection." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope suction is not working. The customer was able to get the brush through the suction channel, but there was no suction through the channel. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material was found inside of the suction cylinder. There were no reports of patient harm or procedural involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, there was no pass available through the suction cylinder / there was no suction flow. The device evaluation found that foreign material was inside of the suction cylinder. Additional findings include the following: the conformité européenne (ce) label was replaced with a new ce label, there was a leak from the instrument channel, the insertion tube insulation was not to specification with a reading of 4 mega ohm, the up / down control knob was loose, the plastic distal end cover had dents and scratches, the bending section cover adhesive had a crack, and the insertion tube had shakiness. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.